Manufacturer narrative:
Follow up #1 submitted: 11/02/2017 the device was returned to the manufacturer and investigated by product analysis on 10/27/2017 with the following findings: review of the black box data revealed records of call service 012 alarms. On investigation, the pump powered on and was exercised for 24 hours without any duplication of call service alarms. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was found to be dim/faded/discolored.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.